Manufacturer narrative:
Quality control was acceptable on the date of patient testing. Field service engineer determined the sample probe was slightly off center and the rinse nozzle probe was stuck in the up position and not returning down. He adjusted the sample probe and reagent probes and cleaned the rinse nozzles. He checked rinse volumes and detergent levels. He performed mechanism checks and precision testing and were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned a high patient alp2 alkaline phosphatase acc. To ifcc gen.2 result on the cobas 8000 c 502 module. The customer stated the initial result was 401 u/l and was "delta flagged in their system." The initial result was reported outside the laboratory. The customer questioned the initial result and repeated the sample on another analyzer. The repeated sample recovered 162 u/l and was determined to be the correct. Alp reagent lot number for testing was 42474901 and the expiration date was requested but not provided.